Event description:
The facility representative reported a flo-gard infusion pump in which the "equipment does not function." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The reported condition was determined to be a defective battery. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occured is unknown. The reported condition of a flo-gard infusion pump in which the ?equipment does not function was confirmed as a defective battery. Baxter service personnel repaired the device onsite at the customer facility by replacing the batteries. The cause was determined to be a defective main battery. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.